Manufacturer narrative:
As the second cobas 8000 analyzer did not show an issue, a general reagent problem can be ruled out. It is possible that the low probe wash was the cause of the issue since precision and controls were acceptable after the service visit. The customer has had no further occurrences of the issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they had questionable results for possibly 1000 patient samples tested for crep2 creatinine plus ver.2 (crep) on a cobas 8000 c 702 module (c702). The quality controls initially showed that there was an issue, but patient results had already been reported outside of the laboratory to clinicians who then questioned the results based on patient history. The customer provided data for 5 patient samples that had questionable results. Of these, 4 had erroneous results that may have been reported outside of the laboratory. Samples were repeated on a different cobas 8000 analyzer. The first sample initially resulted as 150 umol/l and repeated as 93 umol/l. The second sample, from a (B)(6) year old male patient, initially resulted as 115 umol/l and repeated as 87 umol/l. The third sample, from (B)(6) year old male patient, initially resulted as 97 umol/l and repeated as 70 umol/l. The fourth sample, from (B)(6) year old female patient, initially resulted as 117 umol/l and repeated as 86 umol/l. No adverse events were alleged to have occurred with the patients. The crep reagent lot number was 250417. The reagent expiration date was asked for, but not provided. Calibration and quality controls run prior to the event were within specification. The customer checked the gear pump pressure. A photometer check was performed. Sample and reagent probes were replaced on disk a of the analyzer on (B)(6) 2017. Precision studies were performed, but it was not clear if these had been performed before or after the probes were changed. The customer later stated that they had a positive bias on the assay, but it was less than what it was on the weekend of (B)(6) 2017. The field service engineer checked a pump pressure, wash levels, vacuum pressure, inlet water pressure, probe adjustments, and wash waste lines; all were ok. He cleaned and checked the adjustment of all ultrasonic mixers. He checked the probe external wash. The external wash of one probe was low and he adjusted this. He ran precision studies. There were no further issues reported by the customer since the service visit.